Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Explant date: (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 15527909.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.